Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 4: MFR reference report: 1627487-2019-04198, 1627487-2019-04202, and 1627487-2019-04203. It was reported that the patient's leads eroded through the skin. The whole system was explanted on (B)(6) 2019.

Event description:
Device 2 of 4: MFR. Reference report: 1627487-2019-04198, 1627487-2019-04202, and 1627487-2019-04203.

Manufacturer narrative:
Explant date was inadvertently omitted in the initial report.